Manufacturer narrative:
Investigation: the customer cleaned the disposable set and confirmed the leak under water pressure the customer returned the injection port assembly, sample bag and the ac/draw/return manifold were returned for investigation. Leak testing did not reveal a leak until the injection port was manipulated. Plastic stress marks were noted at the leak location. Investigation evaluation and corrective actions are in-progress. A follow-up report will be provided.

Event description:
The customer reported a leak at the needless access located on the inlet/return tubing. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the stress marks on the component and the leak observed in the returned part indicate that the root cause is related to a defective part from the vendor that occurred during assembly. Testing has shown that not all components with stress marks result in a leak. Corrective action: terumo bct's staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process.